Event description:
While surgeon was performing a rt thoracic robot sx arm# 2 became disabled and system requested a restart of robot while cart was dock in pt. Intuitive rep & surgeon attempted restart robot was unsuccessful. Robot then was shut off and turned back on. This caused two staples, vessel sealer and irrigator cords to be unusable # 2 continued to be disabled. Robot also failed to record.